Event description:
It was reported that the patient went to the hospital due to the device not working properly. A month later a procedure was performed in which the existing pump and cylinder were removed and replaced. Upon examination a tear was identified on the cylinder. The reason for the tear was not identified in the hospital. The patient was said to be stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: the returned device was visually inspected and functionally tested. Visual inspection identified broken fabric threads and bulging in the cylinder body. Both cylinders also exhibited a hole in rear tip in the bonding fabric junction attributed to fatigue and wear. A leak was found in cylinder 1. Inspection of the pump did not identify anomalies that could lead to a malfunction. Product analysis confirmed the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the returned device was thoroughly analyzed. Visual inspection of the ipp cylinders identified broken fabric threads and bulging in the cylinder body. Both cylinders had a hole in rear tip in the bonding fabric junction attributed to fatigue and wear; however a leak was only found in cylinder 1. The leak identified in cylinder 1 caused the component to not be pressure tested. The kink resistant tubing (krt) of cylinder 1 was worn to filament. Cylinder 2 was functionally analyzed and it performed within specification. Visual inspection of the pump identified that the krt was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn as a result of wear against the pump strain relief krt junction; however, no leaks were found. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the device not working properly. A month later a procedure was performed in which the existing pump and cylinder were removed and replaced. Upon examination a tear was identified on the cylinder. The reason for the tear was not identified in the hospital. The patient was said to be stable and improved following the procedure.